Manufacturer narrative:
Updated and corrected field: g3.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
A review of an image provided by the customer appeared to be a bit blurry, but the hex cannula on the left appeared to potentially have tip damage. The cannula was received for failure analysis. A visual inspection found no damage to the cannula. The hexagon tip was as expected. The cannula was tested with a 0.352" gage pin. The gage pin passed freely with no resistance. There was no problem detected. No product issue was identified. The vessel sealer extend (vse) instrument was not returned for failure analysis.

Event description:
It was reported that during a da vinci-assisted hiatal hernia repair procedure, the shaft of the vessel sealer extend (vse) instrument was being scrapped by the cannula and fragments fell inside the patient's abdomen. The surgeon believed that the hexagonal tip/opening of the cannula that the instrument was going through was damaged somewhere between uses and that the areas where it grooves in a little were dented in further. As a result, plastic shavings from the instrument's shaft were scraping off. The fragments were removed through suction and visually confirmed to be removed. No additional surgical procedure was performed due to the fragments. Additionally, no post-operative imaging was performed. The procedure was completed robotically.